Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving a patient notification alert. Interrogation of the device noted high pacing lead impedance, high threshold and noise. Externalized conductors were observed via x-ray. The lead was capped and replaced; patient was fine.